Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation, the cardiac resynchronization therapy defibrillator (crt-d) showed invalid data in place of rate histograms. Follow up with the physician office noted the invalid data showed on both the atrial and ventricle rate histograms. Interrogation was done and the session was ended to reset the data. Reprogramming was done, and the device remains in use. No patient complications have been reported as a result of this event.